Event description:
It was reported that needle 23ga 1-1/4in contained foreign matter. The following information was provided by the initial reporter: "we have received a complaint from a customer due to the presence of contamination inside the needle sheath. The needles used in this pack were from lot 181013. The issue was identified before any of the needles were used. We have logged this issue with our reference (B)(4). Would you investigate to determine the root cause of this issue and any corrective or preventive actions required to prevent reoccurrence please? The affected pack is available for return if required."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-25. Investigation summary: a device history record review was performed for provided lot number 181013 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were provided for evaluation by our quality engineer team. Through examination of the samples, a black foreign particle was observed inside of the needle shield for one of the samples provided. Fourier-transform infrared (ftir) spectral analysis was performed on the particle and the composition was found to most likely be polypropylene mixed with silicone. Based on the ftir results, it is possible that the particle was a small piece of plastic resulting from the assembly process. During the transportation of the shield components within the production line, friction may produce small plastic flakes from the components in transit. There are several preventive measures in place to keep particulate matter at an extremely low level and reduce the risk of foreign matter introduction to the product. The assembly and packaging process occur within an environmental control room were good manufacturing practices are strictly followed. We believe this was an isolated incident with a low chance of recurrence. In response to this incident, our manufacturing team has been alerted of this occurrence for further awareness of this issue on the production floor. Our quality team will closely monitor the production process for signs of this potential defect. In addition, we have also initiated a comprehensive program which includes all aspects of the production operations, in order to eliminate a wider range of potential sources of foreign matter.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 23 ga 1-1/4 in contained foreign matter. The following information was provided by the initial reporter: "we have received a complaint from a customer due to the presence of contamination inside the needle sheath. The needles used in this pack were from lot 181013. The issue was identified before any of the needles were used. We have logged this issue with our reference 20/2508. Would you investigate to determine the root cause of this issue and any corrective or preventive actions required to prevent reoccurrence please? The affected pack is available for return if required."